Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along with the filterwire ez, and resistance was felt during insertion. After placing the stent, removal of the stent delivery system was impossible due to strong resistance. Since it could not be retrieved, the optimalwire was deflated and removed together with the wallstent. The procedure was completed with this stent. It was noted that the patient experienced mild aphasia and was under observation.

Event description:
It was reported that difficulty removal occurred. The target lesion was located in the internal carotid artery. A 10.0-31 carotid wallstent self-expanding was selected for use. During the procedure, the stent was delivered along with the filterwire ez, and resistance was felt during insertion. After placing the stent, removal of the stent delivery system was impossible due to strong resistance. Since it could not be retrieved, the optimalwire was deflated and removed together with the wallstent. The procedure was completed with this stent. It was noted that the patient experienced mild aphasia and was under observation.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.